Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil identified imbedded in the coronal fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("lost a lot of my hair") and depression ("depressing"). The patient was treated with surgery (lavh with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, alopecia and depression outcome was unknown. The reporter considered alopecia, depression and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received: event medical device removal replaced by embedded device. Essure insertion and removal date added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('become e free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('become e free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('become e free') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("lost a lot of my hair") and depression ("depressing"). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed. At the time of the report, the medical device removal, alopecia and depression outcome was unknown. The reporter considered alopecia, depression and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('become e free') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("lost a lot of my hair") and depression ("depressing"). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed. At the time of the report, the medical device removal, alopecia and depression outcome was unknown. The reporter considered alopecia, depression and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Reporter information, insertion date, removal date added. Essure model number changed from ess305 to ess205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('become e free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("lost a lot of my hair") and depression ("depressing"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, alopecia and depression outcome was unknown. The reporter considered alopecia, depression and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received: newly added events- hair loss, depression, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.